Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during a routine device interrogation the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms in bipolar and 241 ohms in unipolar. A lead fracture was suspected. Subsequently a revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.